Event description:
Pt had surgery for pectus bar placement to treat a deformity of the sternum on 6/7/85. At completion of treatment, 7/24/86, the bar was removed. In 1993, pt began developing chest pain which led to emergency surgery for viral pericarditis on 5/27/93. A retained portion of bar was eventually picked up on x-ray. The retained portion was surgically removed 1/27/94.